Manufacturer narrative:
Tandem¿s pump user guide indicate "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing luer lock became disconnected from the cartridge pigtail luer lock. There was no reported impact to the customer's blood glucose level. Recommendation was made to tighten the infusion set tubing through the day.